Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 433 mg/dl. The customer treated it with insulin pump and manual injection. The customer did not experienced symptoms. The customer reported that insulin pump was not giving insulin even after giving multiple bolus. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Auto mode feature was active. Insulin was exited at quick release. The insulin pump will be returned and reservoir will not be returned for analysis.